Event description:
It was reported that the patient was hearing "a loud boom and a ticking" in their chest periodically. Patient usually notices symptoms while in bed. The patient has been seen by a physician and the cause of the symptoms is unknown. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.